Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection revealed one patient restraint bracket was cracked. No other damages were found. A definitive cause for the physical damages could not be determined. A review of the platform archive data was performed and there was no user advisory 45 (not at "home" position after power-on/restart) found. The platform was powered on and functionally tested with no ua 45 faults observed. The platform performed as intended. In summary, the reported complaint could not be confirmed. There were no ua 45 faults observed during archive review or functional testing.

Event description:
It was reported that during a daily shift check, the autopulse platform displayed a user advisory ua 45 (not at "home" position after power-on/restart) message that was unable to be cleared. No patient involvement was reported. No additional details were provided.